Event description:
Plate broken, the surgeon said it was 2 months post op and the pt admitted to being non complaint and was weight bearing before instructed to do so. The broken plate did not cause any severe pain, she just realized something went wrong. The surgeon revised the surgery and took out the plate. There were no complications or complaints from the pt and the revision went well.

Manufacturer narrative:
Result - pt was weight bearing before being instructed by surgeon. This lead to the plate failing.